Manufacturer narrative:
Due to indication of breakage, it was determined that this event is reportable. As of the filing of this report, the device has not been received by microaire.

Event description:
Blade broke during surgery. No one was injured in this event.